Event description:
It was reported by the affiliate that when (6) pmw35 skin staplers were used during a sleeve resection thoracic procedure, the staples did not release well from the staplers and blocked between the skin and the staplers. Opened another device to complete the case wtih no consequence to pt.